Manufacturer narrative:
Additional suspect medical device components involved in the event product family dbs-linear leads, upn m365db2202450, model db-2202-45, serial-lot (B)(6), and batch 7079963. Product family dbs-ipg-r-MRI, upn m365db12160, model db-1216, serial-lot (B)(6), and batch 505315. Product family, upn m365nm3138550, model nm-3138-55, serial-lot (B)(6), and batch 7084277. Product family dbs-lead fixation, upn m365db4600c0, model db-4600-c, lot 26771541, and batch 26771541.

Event description:
It was reported that the patient who was implanted with a deep brain stimulation system, was experiencing worsening of their symptoms of dyskinesia. The patient underwent a revision procedure in which the physician explanted two leads, one lead extension, one burr hole cover, and implanted 4 leads and one burr hole cover. Three days later, the patient underwent a second procedure in which the r16 implantable pulse generator (ipg) was replaced with an r32 ipg using two new lead extensions. The existing ipg pocket, which was located toward the axilla (armpit) was revised to be more medial and slightly larger for the new ipg. There were no patient complications. The explanted devices will not be returned as they could not be recovered.